Event description:
Later physician reported "deflation".

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified flat crease, brown particles, fluids clear inside the device. Leak test was performed and an opening was found on the device. A microscopic analysis was performed which identified one sharp opening in the plug strap and punctured on the anterior side. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a sharp opening on plug strap bond edge due to an unidentified (tear) opening. A puncture on anterior due to surgical damage.

Event description:
Physician reported right side capsular contracture, baker grade iii. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation was capsular contracture baker grade iii. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician reported right side capsular contracture, baker grade iii. The device has been explanted.